Manufacturer narrative:
Operator of device and if initial reporter also sent report to FDA are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error code 1260. No patient injury was reported.

Manufacturer narrative:
Corrected data: h4: correction: device manufacturing date: 27-feb-2018.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found all intact, it was in good condition. There was evidence of the error found on pump, the event history log was unavailable. The customer reported problem was duplicated as error code was found on the pump display at power up. The investigation found that the microprocessor unit board was damaged which caused clock battery led contact to be pulled off. Thus, a faulty microprocessor unit board was said to be the cause of the reported problem. For corrective action, the microprocessor unit board was replaced. The root cause of the reported problem was undetermined. Product is beyond 4 years from manufacture date of 2018-02 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. Corrected data: correction: d4: model number: 6400.